Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# : 3006705815-2019-04690. It was reported the patient underwent an implant procedure. Following the leads being placed, high impedance was present (during intra-op testing) and in turn needed therapy was unable to be provided to the patient. As a result, the doctor decided to remove the leads intended for use and abandon the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2: reference MFR. Report# : 3006705815-2019-04690.